Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise during a recent episode. Data was reviewed by technical services who confirmed three untreated episodes on the days following implant. All three were due to noise oversensing, consistent with air entrapment. No system changes have been required and no further noise reported nor any adverse patient effects. To date, the device remains implanted and in service programmed in the secondary sensing vector.